Event description:
Patient coded, needed to be shocked; pads were in place, zoll was charged and patient was shocked; a popping noise was heard and then a burning smell was noted. No burn marks on patient. Zoll taken out of service.